Manufacturer narrative:
E1: patient city: (B)(4). Patient country: canada. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in canada. On (B)(6) 2025, patient encountered an issue with their infusion set. The problem involved the detachment of the infusion set from its insertion site, which was located on the patient's abdomen. The pump was positioned to the right side of the insertion site. The detachment occurred specifically at the site location where the infusion set was inserted. At the time of the incident, the infusion set had only been in use for approximately two hours before it became detached from the patient's body. No further information available.